Event description:
It was reported that the pump touchscreen was cracked, unresponsive and unreadable. Customer's blood glucose level was 7.94 mmol/l. Customer reverted to using an alternate method of insulin therapy.